Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Pump powered up properly after battery installation. No gray display or display anomaly noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for 24 hours and no unexpected grey display, missing segments, partial display, grainy display, or additional display anomaly noted. Pump received with scratched case and pillowing keypad overlay.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer cannot recall their blood glucose reading. The insulin pump screen was turn gray and white. Customer cannot read the screen. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.